Event description:
Terumo received the following reported information: upon opening the package for use, the operator noticed that the outer layer of the guidewire had peeled off. The event occurred pre-treatment; therefore, no patient was involved or harmed.

Manufacturer narrative:
D2a: catheter, continuous flush. D2b: kra. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: unknown. E1: phone number: unknown. G4: 510k: k033913. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing records and the shipping inspection records. No other similar reports were found in the past complaint files. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.